Manufacturer narrative:
The device and batteries were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device history file verified a constant error 321 "info only - battery test passed." Occurring between 30 to 40 seconds. Error 321 drained the batteries likely because the device was on during the constant error 321. It can't be determined if it was induced by the user or the device since the AED plus is not designed to log when it's turned off and on. The returned batteries were evaluated and measured between 1 to 2.25 vdc. User batteries were depleted and were unable to power up the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.